Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device wasn¿t far enough in and was protruding, flipping, and very painful. They had it put in deeper in the pocket a couple of months prior to the report. There were no further complications reported or anticipated.